Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify communication anomaly due to buttons not responding. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was not getting blood glucose readings to go from ultra link meter to the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that they did not have the correct meter ID in the insulin pump. The insulin pump will not be returned for analysis.